Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty chiller pump. The device was evaluated and the reported issue was confirmed as it was noted that t4 would not cool off. The chiller pump was replaced. The DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the water of the arctic sun device did not cool down. As per follow up information received via email on 04oct2023, the device was repaired on the customer site. The issue was resolved. The issue was resolved by replaced a chiller pump.

Event description:
It was reported that the water of the arctic sun device did not cool down.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.